Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist decided to remove a dental implant installed in intraoral region #29 because patient presented peri-implantitis and progressive bone loss.